Manufacturer narrative:
Distributor did a safety assessment of the equipment involved and found it is all in proper working order.

Event description:
During a pt transfer from his bed to a wheelchair, pt fell out of the sling hitting his head on the floor. Resident suffers from right-sided weakness caused by a stroke. Resident used his left hand to grab onto the hanger bar assembly and pulled himself up and forward in the sling, then all of a sudden resident fell out of the left side of the sling hitting his head on the ground.